Event description:
It was reported that there was intermittent loss of capture (loc) of this left ventricular (lv) lead. Clinic evaluation was discussed by technical services (ts). The lv output was increased by programming. No adverse patient effects were reported. Currently, this lv lead remains in service.